Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Event description:
It was reported that when awoken post-operatively the patient began to cough, and the novashield packing came out. It is believed that the packing came from the nose, where it was placed as part of the procedure. After the patient coughed out the packing, the wound began to bleed, and she was sedated to calm her coughing and allow the medical team to suction some of the blood out of the airway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.